Event description:
Momcozy m9 breast pump was used on maximum suction resulting in pain, bruising and edema impeding milk removal. Patient (pt) is using the pump 8x per day to induce lactation (to breastfeed an expected baby that she is not carrying).